Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on the surface of the shell, bubbles and cloudy were observed in the inner shell. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius in the external shell assessed as unidentified (tear) opening. No openings or issues related to rupture device were observed in the inner shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture.¿

Event description:
Healthcare professional reported a left side rupture per ultrasound. Device remains implanted.